Event description:
I had lasik surgery done to correct near-sightedness after being told I was a great candidate for the surgery. The surgery was performed by a top lasik surgeon in the (B)(6) on the allegretto wave eye-q. Ten days post-op I had a vitreal separation of the right eye. I woke up in the morning to see starbursts and flashes of light. Vision is partially blocked by all the debris (floaters) in the central vision. I had never had any problems or floaters with my eyes before lasik. On (B)(6) 2012 I had a vitreal separate in the left eye. This was very distressing! Floaters now partially block the central vision of my left eye and reading has become difficult. I'm told that because I have all the debris floating around I am now at risk for retinal tears. I don't feel that the risk factors put out there to the public by eye doctors and surgeons (complications being less than 1%) is accurate or true. Since then I've read all about people having floaters, retinal tears, etc. It is more than 1%. I've seen statistics that indicate it could be as high as 25% of people with near sightedness may have complications. If I had been told 25% risk I would never have done the lasik surgery! I am a writer by profession and now reading and working on the computer have become much more difficult. Vision in both eyes always have a blur. The vision is only 20/40.